Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6)2019. It was reported that the pump logs had not been read. When asked if the pump went into telemetry state, it was reported, ¿we think so, clinically.¿ the pump would not be returned at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 2.8 mg/ml at 0.88 mcg/day, bupivacaine 11 mg/ml at 3.4 mg/day, and morphine 9 mg/ml at 2.8 mg/day via an implanted pump for spinal pain. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use and a motor stall occurred. Environmental/external/patient factors that may have led or contributed to the issue included an MRI. The patient came in for a refill and the alarm showed that the pump had been stopped for 553 hours and 17 minutes. It was reported once the office realized this, the patient reported they had an MRI in the hospital and no one checked the pump. The patient thought she had some withdrawal symptoms then and wanted the pump out anyway. The hcp put the pump in minimum rate and did not refill. They would see her again in two weeks to discuss explant. It was noted the logs were not read when setting the pump to minimum rate, ¿so lost to us.¿ surgical intervention did not occur and was not planned. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight was 94 pounds and medical history included intestinal problems and the patient had a stoma. Other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ additional information was received on 2019-sep-30 via the rep indicated the pump had read that it had been stopped for 500 hrs and 17 mins and the patient had experienced some withdrawal therefore she no longer wanted to continue using the pump. The hcp had ruled in the motor stall being caused by the MRI and the patient had around the same time the stall occurred. It was noted the hcp had gone based off the patient¿s words and set the pump to minimum rate and planned on having the patient come back in the next two weeks to discuss explanting the pump. It was noted this past weekend after the pump was put into min rate, the patient went into withdrawals again and was upset this had happened. At the last office visit when they put the pump into min rate ((B)(6) 2019), they had not read the logs however, it was reported the patient had an MRI and did not have it checked after. Telemetry state was reviewed and to have the pump logs read. The rep would follow-up with the hcp and review this information. Additional information was received from a consumer on 2019-sep-30 indicated the patient was being ¿weaned down on the medicine so she could get it taken out but went to see the doctor for a refill on (B)(6) 2019 and their computer said that it had been off for 24 days.¿ the patient had back surgery on (B)(6) 2019 and ¿that means the patient went through withdrawals when she was in the hospital after her back surgery.¿ the patient had the MRI on (B)(6) 2019 or 2019-sep-04 and ¿we think the MRI on the 4th because the pump did not come back on since it said on friday that I had been off since that day.¿ the hcp told them there was a small chance that the pump was on, but it said it was off.¿ the consumer thought the hcp should have determined this by looking ¿at the quantity of medicine left during the refill.¿ on (B)(6) 2019 it was reported they had to call 911 ¿because she thought she was dying because of tingling in her hands and feet and excruciating headache and stomach pain, it was awful, we could not get her to respond so she went to the emergency room (ER) and spent the night in the hospital and came home on sunday.¿ they wanted someone to check this pump at their home and the consumer was advised to follow-up with the hcp. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a company representative (rep). It was reported the pump logs had not been read as of (B)(6) 2019. Therefore, it was not confirmed if the pump went into a telemetry state. The rep was not aware of plans for replacement or explant at the time of the report. The rep planned to follow-up regarding device return status when the patient is scheduled for explant. The doctor reported they "handled everything" and the patient was doing okay. It was indicated the information provided had been confirmed by the physician/account.